Event description:
It was reported that the system had a communication error which caused the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board, replaced the 5 volt power supply, and reloaded calibration files. The system operates as intended.